Event description:
It was reported that during implant, the left ventricular (lv) lead was not able to find a suitable position and the thresholds were unacceptable. The lv lead was removed and no lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).